Manufacturer narrative:
The device was received for evaluation, failure analysis is ongoing. Additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
The stryker micro oscillating saw was sent in for analysis because it was leaking oil during a procedure. There was no exposure to the sterile field or the surgical site. Another device was used to complete the procedure, no adverse event was reported.